Event description:
It was reported that through examination and palpation it was found the patient had a limited range of motion on (B)(6) 2013. It was stated the patient¿s extensions were explanted and the patient recovered without sequelae on (B)(6) 2013. It was later reported the patient¿s joint range of motion decreased. Four days later it was reported the limited range of motion was due to the length of the extensions.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).